Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), headache ("headaches"), weight increased ("weight gain"), hirsutism ("facial hair"), depression ("depression"), fatigue ("chronic fatigue") and pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, arthralgia, headache, weight increased, hirsutism, depression, fatigue and pain outcome was unknown. The reporter considered arthralgia, depression, device dislocation, fatigue, headache, hirsutism, pain and weight increased to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure implant - essure device on the left appears to be mostly within the uterus/ l coil partially in uterus') in a 47-year-old female patient who had essure (batch no. 627435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "having essure coils placed and an endometrial ablation in 2008" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included parity 5, obesity and hypertension. Concurrent conditions included heavy periods, right lower quadrant pain, kidney stones, depressive disorder, leiomyoma nos and cervical dysplasia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) since 2014, hydrocodone bitartrate;paracetamol (lortab) from 2008 to 2017, ibuprofen, paracetamol (tylenol) and progesterone (progest) since 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches, headaches increased") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced fatigue ("chronic fatigue, fatigue/ exhausted even after 8 hour of sleep remain tired and never feel rested") and urticaria contact ("allergic or hypersensitivity reaction type: hives / grocery bags over the wrist would leave a hive"). In (B)(6) 2014, the patient experienced hirsutism ("facial hair / facial hair growth"), depression ("psychological or psychiatric problems condition: depression"), hot flush ("hot flashes"), night sweats ("night sweats") and memory impairment ("short term memory issues"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain, chronic joint pain"), oestrogen deficiency ("hormonal changes describe: non production of estrogen and progesterone"), hypoprogesteronism ("hormonal changes describe: non production of estrogen and progesterone"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), poison ivy rash ("increased sensitivity to poison ivy/ allergic to posion ivy"), alopecia ("hair loss"), abdominal pain lower ("lq of abdomen"), tooth fracture ("dental problems teeth cracking and breaking"), arrhythmia ("abnormal heart rhythm"), osteitis ("inflammation of the sac"), arthritis infective ("joint infection"), energy increased ("increase energy"), pain ("aching"), dizziness ("dizziness/ I had lightheadedness"), pain in extremity ("I had horrible pain in my right heel"), nephrolithiasis ("kidney stone"), impaired healing ("healing"), abdominal pain ("abdomen sore"), feeling abnormal ("brain fog"), hypertension ("high blood pressure"), tooth disorder ("teeth gone bad"), topical adhesive allergy ("sensitive skin to adhesive"), constipation ("constipation"), diarrhoea ("diarrhea"), restless legs syndrome ("rls"), rash erythematous ("rashes sunburn") and migraine ("chronic migraine") and was found to have weight increased ("weight gain, weight gain / loss specify which one: weight gain") and acrochordon ("skin tags"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, hirsutism, fatigue, oestrogen deficiency, hypoprogesteronism, dermatitis allergic, urticaria contact, poison ivy rash, depression, headache, pelvic pain, hot flush, night sweats, memory impairment, abdominal pain lower, tooth fracture, arrhythmia, osteitis, arthritis infective, energy increased, pain, dizziness, pain in extremity, nephrolithiasis, impaired healing, abdominal pain, feeling abnormal, hypertension, tooth disorder, topical adhesive allergy, constipation, diarrhoea, restless legs syndrome, acrochordon, rash erythematous and migraine outcome was unknown, the arthralgia, dysmenorrhoea and alopecia had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, acrochordon, alopecia, arrhythmia, arthralgia, arthritis infective, constipation, depression, dermatitis allergic, device expulsion, diarrhoea, dizziness, dysmenorrhoea, energy increased, fatigue, feeling abnormal, headache, hirsutism, hot flush, hypertension, hypoprogesteronism, impaired healing, memory impairment, migraine, nephrolithiasis, night sweats, oestrogen deficiency, osteitis, pain, pain in extremity, pelvic pain, poison ivy rash, rash erythematous, restless legs syndrome, tooth disorder, tooth fracture, urticaria contact, weight increased and topical adhesive allergy to be related to essure. The reporter commented: four trailing proximal coils were noted on the left side,one proximal coil was noted on the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Computerised tomogram - on (B)(6) 2017: was incidentally noted that the essure device on the left appears to be "mostly within the uterus. Ultrasound abdomen - on an unknown date: l coil partially in uterus. R coil normal. Concerning the injuries reported in this case, the following one was reported via medical records - medical device monitoring error, device expulsion, migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event migraine and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant /migrated essure/essure device on the left appears to be "mostly within the uterus"/l coil partially in uterus,/malposition of essure device location of device: migration of 1 coil, migration of essure device location of device") in a 47-year-old female patient who had essure (batch no. 627435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "having essure coils placed and an endometrial ablation in 2008" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included parity 5, obesity, hypertension and cervical dysplasia. Concurrent conditions included heavy periods, menorrhagia, dysplasia, right lower quadrant pain, kidney stones, depressive disorder and leiomyoma nos. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) since 2014, hydrocodone bitartrate;paracetamol (lortab) from 2008 to 2017 and progesterone (progest) since 2018. On (B)(6)2008, the patient had essure inserted. In (B)(6)2010, the patient experienced headache ("headaches, headaches increased") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced fatigue ("chronic fatigue, fatigue/ exhausted even after 8 hour of sleep remain tired and never feel rested") and urticaria ("allergic or hypersensitivity reaction type: hives / grocery bags over the wrist would leave a hive"). In (B)(6)2014, the patient experienced hirsutism ("facial hair / facial hair growth"), depression ("psychological or psychiatric problems condition: depression"), hot flush ("hot flashes"), night sweats ("night sweats") and memory impairment ("short term memory issues"). In (B)(6)2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain, chronic joint pain"), rash ("allergic or hypersensitivity reaction type: rashes"), dermatitis contact ("increased sensitivity to poison ivy"), alopecia ("hair loss"), abdominal pain lower ("lq of abdomen") and tooth fracture ("dental problems teeth cracking and breaking") and was found to have weight increased ("weight gain, weight gain / loss specify which one: weight gain") and hormone level abnormal ("hormonal changes describe: non production of estrogen and progesterone"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, hirsutism, fatigue, hormone level abnormal, rash, urticaria, dermatitis contact, depression, headache, pelvic pain, hot flush, night sweats, memory impairment, abdominal pain lower and tooth fracture outcome was unknown, the arthralgia, dysmenorrhoea and alopecia had resolved and the weight increased was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, depression, dermatitis contact, device expulsion, dysmenorrhoea, fatigue, headache, hirsutism, hormone level abnormal, hot flush, memory impairment, night sweats, pelvic pain, rash, tooth fracture, urticaria and weight increased to be related to essure. The reporter commented: four trailing proximal coils were noted on the left side,one proximal coil was noted on the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Ultrasound abdomen - on an unknown date: l coil partially in uterus. R coil normal. Concerning the injuries reported in this case, the following one was reported via medical records- medical device monitoring error, device expulsion further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Reporter information was added. Product indication was added. New event was added hormonal level abnormal, rashes, hives, poison ivy reaction, migraines, hair loss, dysmenorrhea, hot flashes, night sweats, short-term memory impairment, left lower quadrant pain, tooth fracture, device monitoring procedure not performed. Event pain updated to pelvic pain. Event outcome updated cramping, joint pain, weight increased, hair loss. Concomitant drug was added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant /migrated essure/essure device on the left appears to be "mostly within the uterus"/l coil partially in uterus.") In a female patient who had essure (batch no. 627435) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "having essure coils placed and an endometrial ablation in 2008". The patient's medical history included parity 5. Concurrent conditions included heavy periods, menorrhagia, dysplasia, right lower quadrant pain, kidney stones, depressive disorder and leiomyoma. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), headache ("headaches"), hirsutism ("facial hair"), depression ("depression"), fatigue ("chronic fatigue") and pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, arthralgia, headache, weight increased, hirsutism, depression, fatigue and pain outcome was unknown. The reporter considered arthralgia, depression, device expulsion, fatigue, headache, hirsutism, pain and weight increased to be related to essure. The reporter commented: four trailing proximal coils were noted on the left side,one proximal coil was noted on the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: l coil partially in uterus. R coil normal. Concerning the injuries reported in this case, the following one was reported via medical records- medical device monitoring error, device expulsion further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-apr-2019: medical record received. Lot number was added. Reporter's information was added. Patient's date of birth added. Added event from medical record essure device on the left appears to be "mostly within the uterus"/ l coil partially in uterus(pt updated for 'device dislocation' to 'device expulsion'), having essure coils placed and an endometrial ablation in 2008. Concomitant condition, concomitant drug , lab data were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant /migrated essure/essure device on the left appears to be "mostly within the uterus"/l coil partially in uterus,/malposition of essure device location of device: migration of 1 coil, migration of essure device location of device") in a 47-year-old female patient who had essure (batch no. 627435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "having essure coils placed and an endometrial ablation in 2008" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included parity 5, obesity and hypertension. Concurrent conditions included heavy periods, right lower quadrant pain, kidney stones, depressive disorder, leiomyoma nos and cervical dysplasia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) since 2014, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) to (B)(6) and progesterone (progest) since (B)(6). On (B)(6)2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches, headaches increased") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2012, the patient experienced fatigue ("chronic fatigue, fatigue/ exhausted even after 8 hour of sleep remain tired and never feel rested") and urticaria contact ("allergic or hypersensitivity reaction type: hives / grocery bags over the wrist would leave a hive"). In (B)(6) 2014, the patient experienced hirsutism ("facial hair / facial hair growth"), depression ("psychological or psychiatric problems condition: depression"), hot flush ("hot flashes"), night sweats ("night sweats") and memory impairment ("short term memory issues"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain, chronic joint pain"), oestrogen deficiency ("hormonal changes describe: non production of estrogen and progesterone"), hypoprogesteronism ("hormonal changes describe: non production of estrogen and progesterone"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), dermatitis contact ("increased sensitivity to poison ivy"), alopecia ("hair loss"), abdominal pain lower ("lq of abdomen") and tooth fracture ("dental problems teeth cracking and breaking") and was found to have weight increased ("weight gain, weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, hirsutism, fatigue, oestrogen deficiency, hypoprogesteronism, dermatitis allergic, urticaria contact, dermatitis contact, depression, headache, pelvic pain, hot flush, night sweats, memory impairment, abdominal pain lower and tooth fracture outcome was unknown, the arthralgia, dysmenorrhoea and alopecia had resolved and the weight increased was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, depression, dermatitis allergic, dermatitis contact, device expulsion, dysmenorrhoea, fatigue, headache, hirsutism, hot flush, hypoprogesteronism, memory impairment, night sweats, oestrogen deficiency, pelvic pain, tooth fracture, urticaria contact and weight increased to be related to essure. The reporter commented: four trailing proximal coils were noted on the left side,one proximal coil was noted on the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Computerised tomogram - on (B)(6)2017: was incidentally noted that the essure device on the left appears to be "mostly within the uterus. Ultrasound abdomen - on an unknown date: l coil partially in uterus. R coil normal. Concerning the injuries reported in this case, the following one was reported via medical records - medical device monitoring error, device expulsion quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. After internal review, previous event "hormonal changes describe: non production of estrogen and progesterone" was recoded to oestrogen deficiency and hypoprogesteronism. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant /migrated essure/essure device on the left appears to be "mostly within the uterus"/l coil partially in uterus,/malposition of essure device location of device: migration of 1 coil, migration of essure device location of device') in a 47-year-old female patient who had essure (batch no. 627435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "having essure coils placed and an endometrial ablation in 2008" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included parity 5, obesity and hypertension. Concurrent conditions included heavy periods, right lower quadrant pain, kidney stones, depressive disorder, leiomyoma nos and cervical dysplasia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) since 2014, hydrocodone bitartrate;paracetamol (lortab) from 2008 to 2017, ibuprofen, paracetamol (tylenol) and progesterone (progest) since 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches, headaches increased") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced fatigue ("chronic fatigue, fatigue/ exhausted even after 8 hour of sleep remain tired and never feel rested") and urticaria contact ("allergic or hypersensitivity reaction type: hives / grocery bags over the wrist would leave a hive"). In (B)(6) 2014, the patient experienced hirsutism ("facial hair / facial hair growth"), depression ("psychological or psychiatric problems condition: depression"), hot flush ("hot flashes"), night sweats ("night sweats") and memory impairment ("short term memory issues"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain, chronic joint pain"), oestrogen deficiency ("hormonal changes describe: non production of estrogen and progesterone"), hypoprogesteronism ("hormonal changes describe: non production of estrogen and progesterone"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), poison ivy rash ("increased sensitivity to poison ivy/ allergic to posion ivy"), alopecia ("hair loss"), abdominal pain lower ("lq of abdomen"), tooth fracture ("dental problems teeth cracking and breaking"), arrhythmia ("abnormal heart rhythm"), osteitis ("inflammation of the sac"), arthritis infective ("joint infection"), energy increased ("increase energy"), pain ("aching"), dizziness ("dizziness/ I had lightheadedness"), pain in extremity ("I had horrible pain in my right heel"), nephrolithiasis ("kidney stone"), impaired healing ("healing"), abdominal pain ("abdomen sore"), feeling abnormal ("brain fog"), hypertension ("high blood pressure"), tooth disorder ("teeth gone bad"), adhesive tape allergy ("sensitive skin to adhesive"), constipation ("constipation"), diarrhoea ("diarrhea"), restless legs syndrome ("rls") and rash erythematous ("rashes sunburn") and was found to have weight increased ("weight gain, weight gain / loss specify which one: weight gain") and acrochordon ("skin tags"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, hirsutism, fatigue, oestrogen deficiency, hypoprogesteronism, dermatitis allergic, urticaria contact, poison ivy rash, depression, headache, pelvic pain, hot flush, night sweats, memory impairment, abdominal pain lower, tooth fracture, arrhythmia, osteitis, arthritis infective, energy increased, pain, dizziness, pain in extremity, nephrolithiasis, impaired healing, abdominal pain, feeling abnormal, hypertension, tooth disorder, adhesive tape allergy, constipation, diarrhoea, restless legs syndrome, acrochordon and rash erythematous outcome was unknown, the arthralgia, dysmenorrhoea and alopecia had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, acrochordon, alopecia, arrhythmia, arthralgia, arthritis infective, constipation, depression, dermatitis allergic, device expulsion, diarrhoea, dizziness, dysmenorrhoea, energy increased, fatigue, feeling abnormal, headache, hirsutism, hot flush, hypertension, hypoprogesteronism, impaired healing, memory impairment, nephrolithiasis, night sweats, oestrogen deficiency, osteitis, pain, pain in extremity, pelvic pain, poison ivy rash, rash erythematous, restless legs syndrome, tooth disorder, tooth fracture, urticaria contact, weight increased and adhesive tape allergy to be related to essure. The reporter commented: four trailing proximal coils were noted on the left side,one proximal coil was noted on the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Computerised tomogram - on (B)(6) 2017: was incidentally noted that the essure device on the left appears to be "mostly within the uterus. Ultrasound abdomen - on an unknown date: l coil partially in uterus. R coil normal. Concerning the injuries reported in this case, the following one was reported via medical records - medical device monitoring error, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Amendment: the report was amended for the following reason: significant coding correction performed. The event 'sensitive skin to adhesive' was recoded to adhesive tape allergy. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant /migrated essure/essure device on the left appears to be "mostly within the uterus"/l coil partially in uterus,/malposition of essure device location of device: migration of 1 coil, migration of essure device location of device') in a 47-year-old female patient who had essure (batch no. 627435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "having essure coils placed and an endometrial ablation in 2008" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included parity 5, obesity and hypertension. Concurrent conditions included heavy periods, right lower quadrant pain, kidney stones, depressive disorder, leiomyoma nos and cervical dysplasia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), fluoxetine hydrochloride (prozac) since 2014, hydrocodone bitartrate;paracetamol (lortab) from 2008 to 2017, ibuprofen, paracetamol (tylenol) and progesterone (progest) since 2018. On (B)(6) 2008, the patient had essure inserted. In january 2010, the patient experienced headache ("headaches, headaches increased") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2012, the patient experienced fatigue ("chronic fatigue, fatigue/ exhausted even after 8 hour of sleep remain tired and never feel rested") and urticaria contact ("allergic or hypersensitivity reaction type: hives / grocery bags over the wrist would leave a hive"). In january 2014, the patient experienced hirsutism ("facial hair / facial hair growth"), depression ("psychological or psychiatric problems condition: depression"), hot flush ("hot flashes"), night sweats ("night sweats") and memory impairment ("short term memory issues"). In january 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain, chronic joint pain"), oestrogen deficiency ("hormonal changes describe: non production of estrogen and progesterone"), hypoprogesteronism ("hormonal changes describe: non production of estrogen and progesterone"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), dermatitis contact ("increased sensitivity to poison ivy/ allergic to posion ivy"), alopecia ("hair loss"), abdominal pain lower ("lq of abdomen"), tooth fracture ("dental problems teeth cracking and breaking"), arrhythmia ("abnormal heart rhythm"), osteitis ("inflammation of the sac"), arthritis infective ("joint infection"), energy increased ("increase energy"), pain ("aching"), dizziness ("dizziness/ I had lightheadedness"), pain in extremity ("I had horrible pain in my right heel"), nephrolithiasis ("kidney stone"), impaired healing ("healing"), abdominal pain ("abdomen sore"), feeling abnormal ("brain fog"), hypertension ("high blood pressure"), tooth disorder ("teeth gone bad"), skin adhesion ("sensitive skin to adhesive"), constipation ("constipation"), diarrhoea ("diarrhea"), restless legs syndrome ("rls") and rash erythematous ("rashes sunburn") and was found to have weight increased ("weight gain, weight gain / loss specify which one: weight gain") and acrochordon ("skin tags"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, hirsutism, fatigue, oestrogen deficiency, hypoprogesteronism, dermatitis allergic, urticaria contact, dermatitis contact, depression, headache, pelvic pain, hot flush, night sweats, memory impairment, abdominal pain lower, tooth fracture, arrhythmia, osteitis, arthritis infective, energy increased, pain, dizziness, pain in extremity, nephrolithiasis, impaired healing, abdominal pain, feeling abnormal, hypertension, tooth disorder, skin adhesion, constipation, diarrhoea, restless legs syndrome, acrochordon and rash erythematous outcome was unknown, the arthralgia, dysmenorrhoea and alopecia had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, acrochordon, alopecia, arrhythmia, arthralgia, arthritis infective, constipation, depression, dermatitis allergic, dermatitis contact, device expulsion, diarrhoea, dizziness, dysmenorrhoea, energy increased, fatigue, feeling abnormal, headache, hirsutism, hot flush, hypertension, hypoprogesteronism, impaired healing, memory impairment, nephrolithiasis, night sweats, oestrogen deficiency, osteitis, pain, pain in extremity, pelvic pain, rash erythematous, restless legs syndrome, skin adhesion, tooth disorder, tooth fracture, urticaria contact and weight increased to be related to essure. The reporter commented: four trailing proximal coils were noted on the left side,one proximal coil was noted on the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Computerised tomogram - on (B)(6) 2017: was incidentally noted that the essure device on the left appears to be "mostly within the uterus. Ultrasound abdomen - on an unknown date: l coil partially in uterus. R coil normal. Concerning the injuries reported in this case, the following one was reported via medical records - medical device monitoring error, device expulsion quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media document received: - reporter information was added . New event added arrhythmia, osteitis, joint infection, energy increased, aching, dizziness, pain in extremity, kidney stone, healing, abdominal pain, feeling abnormal, high blood pressure, tooth disorder, skin adhesion, constipation, diarrhea, restless leg syndrome, skin tags, rashes sunburn. Concomitants drug was added. Fu 4 and fu 5 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.